Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set issue on (B)(6) 2026.the patient reported infusion set cannula was broken.the blood glucose level was high. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.